Event description:
It was reported that the atrial lead exhibited unacceptable thresholds. The lead was explanted and replaced during a routine device change out. The patient would be followed normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.